Manufacturer narrative:
The events of necrosis and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis and infection.

Event description:
Healthcare professional reported "partial necrosis of flap, wound infection, distant metastasis, te removal, death." The affected side is unknown. The device was explanted. The events of "distant metastasis" and death are not related to the device.